Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted there was blood on the distal conductor of the lead and it was not obstructed. The analyst commented the helix was able to be extended and retracted but it was difficulty, turns to extension/retraction of helix were out of specification and visual analysis indicated there was no conductor distorted but found only dried blood in the distal conductor within is-1 connector pin. It was noted the helix extension and retraction were difficult because dried blood in the distal conductor prevented torque transfer to the helix when the is-1 pin is rotated and the lead, itself was fine. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant the helix of the lead did not extend. The lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.